Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Delivery system torn off during release and stent fragment torn off no incident date confirmed. Reference (B)(4) / MDR ref # 3001845648-2023-00128) no fragments of the stent remained in the patient and no damage was caused to the patient. "As per cc form": stent could be positioned crossover without problems, but the pull back mechanism could not be executed. The outer sheath became longer and longer without being release at the front. When the entire system was pulled back, the first two stents were then . This file will capture the off label placement of the replacement device used to complete the procedure. Rpn, lot number and device name unknown but opened as it possibly is another zilver flex 35 vascular self-expanding stent. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1. Are images of the device or procedure available? N/a, 2. At what stage of the procedure did the complaint occur? Stent placement 3. Details of access sheath used (name, fr size, length)? Zfv6-80-6-20.0 zilver flex vascular self expanding stent - 80cm catheter system, 6mm stent diameter, 20cm length 4. What was the target location for the stent? Arteria femoralis superfiscialis + arteria femoralis communis (long distance closure) 5. Was the product inspected for kinks or damage before use? N/a 6. Was the device used percutaneously? Yes 7. Was the device flushed through both flushing port before the procedure, as per IFU? Yes 8. Was pre-dilation performed ahead of placement of the stent? Yes 9. Was post-dilation performed after the placement of the stent? N/a 10. Details of the wire guide used (name, diameter, hyrdophyllic)? No 11. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? Yes, calcified lesion 12. Was resistance encountered when advancing the wire guide to the target location? N/a 13. Was resistance encountered when advancing the delivery system to the target location? N/a 14. How did the physician deal with this resistance? 15. Was the approach ipsilateral or contralateral? Contralateral 16. If contralateral, was the bifurcation angle steep? N/a 17. Did the tip of the delivery system cross the target location? Yes 18. Was the delivery system tracked around a tight angle in the patient anatomy? N/a 19. Was the delivery system damaged/kinked/twisted during deployment? . Y, damaged 20. Was the handle pulled towards the hub during deployment? Yes 21. Was the delivery system pushed during deployment? No 22. Was the stent deployed smoothly / without resistance? Yes 23. If no, please detail any difficulty experienced during deployment: 24. What artery was the stent placed in? Afc, afs 25. Was the stent fully deployed from the delivery system prior to removal of the delivery system? No 26. Did the patient have any pre-existing conditions? N/a 27. If yes, please specify: 28. Did the patient require any additional procedures as a result of this event? No 29. What intervention (if any) was required? 30. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 31. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? N/a.

Event description:
A supplemental report is being submitted due to completion of the investigation on the 25-may-2023

Manufacturer narrative:
PMA/510(k) # p050017/s006 device evaluation off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The zfv6 device of unknown rpn and unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. It was raised from (B)(4) (emdr number 3001845648-2023-00128) - delivery system torn off during release and stent fragment torn off and captures the off label use of the replacement device used to complete the procedure successfully. The device evaluation could not be completed as the device or photographic evidence of the device was not returned manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity manufacturing records review could not be completed as the lot number is unknown. IFU/label review it should be noted that the instructions for use (ifu0058) states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery¿. There is evidence to suggest that the customer did not follow the instructions for use. From the information received it is known that the device was placed in the cfa. This is not the intended area of use as specified in the IFU. Image review an image was not returned for evaluation root cause review a definitive root cause of off label use was identified from the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The stent was used in the common femoral artery. The cfa is located between the iliac and the superficial femoral artery in an unique anatomic environment that involves flexion and torqueing forces. There has been no testing done to support the use of these devices in the cfa. As per d00213689, rev006, section 5.3 table 1 - off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint complaint is confirmed based on customer testimony. Summary according to the initial reporter, when using the original device, the delivery system torn off during release and stent fragment torn off. No fragments of the stent remained in the patient and no damage was caused to the patient. This replacement device was then used to successfully complete the procedure. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and the procedure was completed successfully with this device. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the information received it is known that the device was placed in the cfa. This is not the intended area of use as specified in the IFU. Complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.